Manufacturer narrative:
Functional evaluation of the returned autopulse platform was performed and ua41 (patient temperature sensor failure) error message displayed upon powering up, therefore confirming the reported complaint. The temperature sensor cabling and pdb ( power distribution board ) was replaced to remedy the issue. Once replaced, the ua41 error message was able to be cleared and the autopulse passed the final functional testing with no issue observed. A review of the platform archive log showed there were numerous of faults ua41 appeared on (B)(6) 2016. A visual inspection of the returned autopulse platform was performed and found no damaged on the device. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The zoll platform was returned to zoll on 01/11/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, after the autopulse platform (s/n: (B)(4)) was powered on, the platform displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. There was no patient involvement reported.